Event description:
It was reported that during a vena cava gram, prior to a routine removal of the filter, it was noted that a limb of the filter had separated. The doctor successfully removed the filter. The limb remains in the right renal vein.